Event description:
The reporter stated that the patient experienced blood glucose levels of 200 to 400 mg/dl with vomiting on one occasion. The reporter stated that the patient had a stomach ache at the time of vomiting and was unsure if it was related to the patient's elevated blood glucose. The reporter stated that the patient was new to the pump and the patient's health care provider was continuing to make adjustments to the pump settings. The reporter confirmed no changes in the patient's medications, weight, or activity levels; however, the patient's diet was actively being changed. Customer support reviewed the pump with the reporter: the reporter confirmed that all settings were programmed correctly; there were no relevant alarms in the pump history; the total daily dose history was correct; and the bolus history showed that all boluses were delivered except one which was given again without issue. The reporter confirmed that there were no noted issues with the site or set. Customer support advised the reporter that there were no issues found with the pump, cartridge, or infusion set and site. The reporter was advised to follow up with the patient's health care provider to continue making adjustments to the pump settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data recorded from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.